Event description:
It was reported that the customer was taking to the doctor and the drive support cap was sticking out. The blood glucose reading was 149mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The pump was received with all operating currents within specification. No unexpected low battery, weak battery or off no power alarms were noted. The drive support disk was inspected, and no anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.